Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the findings did not replicate or confirm the customer reported event. Bad wires¿ complaint. Continuity test was performed and passed. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. Additional observation not reported by site: further inspection found a lodge metal staple between the hub grip pulley and the grip cable on axis 6 at the distal end of the instrument. The metal piece was removed and measured. The instrument was placed back on the system. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.